Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall ((B)(4)) was issued on (B)(6) 2022 to address this issue. This action was communicated to the FDA on (B)(6) 2022 ((B)(4)). This MDR is being submitted in alignment with the requirements in the letter of authorization of the alinity m sars-cov-2 (B)(4), section IV, condition g that abbott molecular will report to FDA any suspected occurrence of false positive or false negative results and significant deviations from the established performance characteristics of the product of which we become aware. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number. The following mdrs were also reported as related to (B)(4): 3005248192-2022-00709 follow up report 1, 3005248192-2022-00744 follow up report 1, 3005248192-2022-00765 follow up report 1 , 3005248192-2022-00796 follow up report 1, 3005248192-2022-01095, 3005248192-2022-01096.

Event description:
While performing troubleshooting for the alinity m resp 4 plex assay, on a customer's instrument, the local engineer encountered issues with detected results for flu b and rsv negative samples. After thorough decontamination of the system and confirmed negative swabs of the system, local engineer ran 48 negative samples on the instrument and had 1 rsv positive result ((B)(6) 2022); although there were no positive results for the rsv with the swabs. Local engineer performed another water run on (B)(6) 2022, and he got 1 flub and 2 rsv positive results. The next run on (B)(6) 2022 again there was 1 flub and 2 rsv positive results. The known negative samples were alinity m multi-collect tube (containing specimen transport buffer). Because all manipulation were performed by local engineer, who paid close attention to handling, contamination due to handling can be eliminated. This incident is being reported to FDA because the incident occurred in the united kingdom using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.